Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, at first firing, the surgeon fired the handle to the pulmonary artery, however bleeding occured. The surgeon noticed that the blood vessel wall was partially unstapled. The surgeon resolved the case by clipping. The incision site was extended by less than 3 cm and less than 200 cc of bleeding occurred.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.